Manufacturer narrative:
User facility reported the pt as fine and the burn was superficial. The initial reporter also stated over the phone that there was no fault with the system 2450. The duraprep was not allowed to dry sufficiently.

Event description:
During procedure, pt was re-prepped above the chest line with duraprep by the surgeon. A second surgeon used the bovie to cut the skin which caused a fire on the pt and drape. The md put it out immediately with a lap pad. The burn was 8.5cm x 3cm and it was treated with silvadene cream. The cut and coag settings on the esu were 35. The health professional's impression: the duraprep did not dry sufficiently.